Event description:
It was reported that the patient underwent an initial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to instability. The femoral component and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states,"dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."